Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates under infused during patient infusion. It was stated the devices had infused over roughly 1 hr 15 mins rather than the normal 30 min therapy time. The devices had been filled with ceftriaxone 2000 mg in 50 ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.